Event description:
Reportedly, the surgeon fired the device over the lung with the proper trigger sequence however no staples were applied to tissue. Surgeon fired the instrument and no staples fired at all. "Excessive" bleeding occurred and the surgeon sutured to complete the procedure. There was no stated injury to the pt.